Manufacturer narrative:
(B)(4).

Event description:
Received a report that the 840 ventilator went to safety valve open when turned on. There was no pt attached to the ventilator when failure occurred. Covidien customer support engineer inspected the device. The alleged malfunction was not duplicated. The ventilator passed all testing.